Manufacturer narrative:
The product is not returned to manufacturer for evaluation. Although it is unknown if the device contributed to the reported event we are filing this MDR for notification purposes only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent surgery due to degeneration. On an unknown date, post-op, patient had persistent fever but the incision was normal. The blood culture showed the infection of e. Coli, and treatment included the anti-inflammatory and antibacterial treatment. Patient's fever is reported as low.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.